Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 21510774; product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 2000023261.

Event description:
It was reported that the patient experienced a loss of stimulation due to high impedances displayed on all contacts of their spinal cord stimulation (scs) lead. The patient underwent a revision procedure where the devices were explanted and replaced. The patient was doing well post-operatively. The devices were retained by the medical facility and will not be returned.